Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had software error detected. The customer¿s blood glucose level was 70 mg/dl at time of incident. Troubleshooting was not performed by the customer for pump error. The insulin pump will not be returned be for the analysis.